Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2019-17554. Manufacturer report number: 2017865-2020-00953. Manufacturer report number: 2017865-2020-00954. It was reported that the patient presented with an infection. The cause of the infection was not known. Also, the right atrial lead had eroded through the skin on the patient¿s chest. The pacemaker, right atrial lead, right ventricular lead, and previously capped right ventricular lead were explanted on (B)(6) 2020. The patient was stable post procedure.

Manufacturer narrative:
Additional information: per analysis update. Analysis was normal. No anomalies were found.